Event description:
It was reported that a user of the ilet experienced hyperglycemia after a usual lunch, with a documented blood glucose of 244 mg/dl, followed by a downward trend during the call; no device alerts or alarms were reported, and the user and agent agreed a supply change was not needed. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with plans to consult a physician regarding pump suitability. Investigation included remote troubleshooting and review of use conditions. Investigation of this case revealed no confirmed device malfunction, with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.